Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. All available information was investigated, and the reported unspecified tissue injury appears to be due to patient morphology/pathology. The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted the patient had considerable mitral annulus calcification (mac) and a restricted posterior leaflet. An ntw clip was inserted and successfully implanted without issues. To further reduce mr, an nt clip was inserted. After the leaflets were successfully grasped, the clip was closed but it was observed that a slight tear and hole was created in the posterior leaflet. This caused mr to increase to a grade of 3+. Due to the leaflets being too friable, the physician decided to remove the nt clip and discontinue the procedure. No additional treatment was performed to treat the leaflet damage. There was no clinically significant delay in the procedure. No additional information was provided.